Event description:
Customer reportedly received results of 490 mg/dl and 201 mg/dl using strip lot 494111. No death or serious injury reported. Requested return of suspect device for evaluation; replacement was sent.

Event description:
Customer reportedly received the following results a years ago on the aviva system within 10 minutes: 501 mg/dl and 121 mg/dl, and then a couple of day ago he received results of 490 mg/dl and 201 mg/dl. Strips from a year ago are no longer available. No death or serious injury reported. Requested return of suspect device for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. On (B)(6) 2015 customer stated the strips will be returned. Information referring to a second back to back results comparison was removed from the statement because those results were done with a separate unknown strip lot number. Those results will be reported on a separate emdr. (B)(4).